Manufacturer narrative:
The device was returned to the manufacturer and the reported failure was confirmed. The exhaust hose on the motor hose assembly was found to be worn and degraded.

Event description:
It was reported that there is a hole in the tubing. This was noticed during setup for a case. There was no patient involvement and no adverse consequences.